Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow situation with a half day infusor during infusion of 2100 mg of desferrioxamine in 45 ml of sodium chloride. The device was removed from the fridge 4-5 hours prior to use. Medication flowed when blue winged luer lock was removed, but when it was attached to the needle set it did not drop. This occurred before use and the device was not attached to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. A functional flow test was performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.